Event description:
The patient presented for an instent re-stenosis case. The gore viabahn endoprosthesis was advanced into position and the deployment line was pulled. The complainant suspects the deployment line snagged on a previously implanted bare metal stent when the deployment line broke. The device was removed. The complainant re-ballooned the area and successfully placed a 6x10 gore viabahn endoprosthesis.

Manufacturer narrative:
Based on examination of the returned device, it could not be determined if there were anomalies attributable to the manufacture of the device. The gore viabahn endoprosthesis instructions for use state: w.l. Gore and associates has insufficient clinical and experimental data upon which to base any conclusions regarding the effectiveness of the gore viabahn endoprosthesis in applications where the device is deployed within stents or stent grafts other than the gore viabahn endoprosthesis or the gore viabahn endoprosthesis with heparin bioactive surface. Other devices may interfere with the deployment of the gore viabahn endoprosthesis resulting in deployment failure or other device malfunction.